Manufacturer narrative:
Tandem¿s t:slim g4 user guide states: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was using u500 insulin. Reportedly, the alarm was cleared to address the event and insulin delivery was resumed. There was no reported impact to blood glucose.